Manufacturer narrative:
Evaluation summary: the system was examined at the site, by a company representative. The company representative did not find non-conformity with the system that would be related to the reported event. The system was tested and found to meet product specifications. The device history records (DHR) for the device was reviewed. The associated device was released based on the manufacturer's acceptance criteria. The root cause could not be determined conclusively.

Event description:
A user facility reported that during laser assisted cataract surgery, the patient experienced descemet's membrane detachment. The procedure was completed. Additional information has been requested regarding the postoperative status of the patient.

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.